Event description:
Patient reported the infusion device displayed an e8 power interrupt error after the battery was changed, and the error could not be cleared due to an unresponsive check button. Patient inserted a new battery and battery cover, but the issue persisted. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.